Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted only the stent implant was returned, confirming the dislodgement. There was blood and contrast on the stent implant consistent with the stent inside of the patient anatomy. The full length of the stent implant was stretched. Physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It was reported the stent delivery system (sds) was re-inserted into the anatomy after the first failed attempt to cross, which also may have likely contributed to the reported difficulties. It should be noted the promus instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. An interaction with the calcified anatomy during the multiple attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement. Additional treatment was used to snare the dislodged stent and remove it from the patient anatomy which likely contributed to the noted stent damage. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for physical resistance or stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. The reported physical resistance and stent dislodgement appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: mach 1. Stent: 2.5 x 18 promus, 2.5 x 18 xience. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after predilatation of the lesion in the mid left anterior descending artery, the 2.5 x 23 mm promus stent delivery system (sds) would not cross. Additional predilatation was performed and another attempt was made to cross with the same sds; however, it was unable to cross. Using a double wire technique the same sds was able to cross the lesion; however, at some point after the device crossed, on cine review, the stent was noted to have dislodged into the left main. The dislodged stent was retrieved with a snare device. The procedure was continued with the successful placement of two drug eluting stents. No adverse patient effects were reported. No additional information was provided.